Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent was exposed outside. The target lesion was located in the lower extremity artery. A 5 x 120 x 130 innova self-expanding stent was selected for treatment. During the procedure, the physician placed a 6 f guide sheath, a 35-guide wire and a single-curved angiography catheter into the superficial femoral segment of the target lesion. The single-curved angiography catheter and a v18 guide wire were placed into the superficial femoral artery, and a 4-150-mm pta balloon dilatation catheter was prepared for pre-dilation. After dilation, the stent was opened to prepare for stent placement. However, after the stent was opened, it was noted that the stent was exposed outside. The procedure was completed with a 6x100 innova stent. The patient's condition following the procedure was stable.

Event description:
It was reported that stent was exposed outside. The target lesion was located in the lower extremity artery. A 5 x 120 x 130 innova self-expanding stent was selected for treatment. During the procedure, the physician placed a 6 f guide sheath, a 35-guide wire and a single-curved angiography catheter into the superficial femoral segment of the target lesion. The single-curved angiography catheter and a v18 guide wire were placed into the superficial femoral artery, and a 4-150-mm pta balloon dilatation catheter was prepared for pre-dilation. After dilation, the stent was opened to prepare for stent placement. However, after the stent was opened, it was noted that the stent was exposed outside. The procedure was completed with a 6x100 innova stent. The patient's condition following the procedure was stable. It was further reported that when opening the package, the stent was exposed before opening the safety catch.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information e1: initial reporter facility name: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). B1: updated with product problem. Device evaluated by MFR.: the innova stent system was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 1.7cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. There is blood inside the middle sheath. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that stent was exposed outside. The target lesion was located in the lower extremity artery. A 5 x 120 x 130 innova self-expanding stent was selected for treatment. During the procedure, the physician placed a 6 f guide sheath, a 35-guide wire and a single-curved angiography catheter into the superficial femoral segment of the target lesion. The single-curved angiography catheter and a v18 guide wire were placed into the superficial femoral artery, and a 4-150-mm pta balloon dilatation catheter was prepared for pre-dilation. After dilation, the stent was opened to prepare for stent placement. However, after the stent was opened, it was noted that the stent was exposed outside. The procedure was completed with a 6x100 innova stent. The patient's condition following the procedure was stable. It was further reported that when opening the package, the stent was exposed before opening the safety catch.